Event description:
It was reported that the patient saw their doctor for treatment due to hyperglycemia. The patient's blood glucose level reached 400 mg/dl while wearing the pod longer than 48 hours. The patient was feeling fatigued and went to their doctor and received 10 units of insulin to treat hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.